Event description:
It was reported that during a left thoracotomy,lobectomy procedure,the device stapler 1st/original fire,no problem.second firing reload,staples did not make complete closure.not noted how case completed.no patient consequence.